Event description:
Vns pt had passed away. Date and cause of death are not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.